Manufacturer narrative:
The insulin pump was received with scratched lcd window near up and down button. The pump was unable to perform basic occlusion, occlusion, and prime / compromised force sensor, the excessive no delivery test due to crack end cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had high blood glucose and damage. The blood glucose at the time of the incident was 185 mg/dl. The customer states the insulin pump has a crack between the up/down button and the medtronic sticker. The customer also mentioned there blood glucose level had gone up to 300 mg/dl, but troubleshooting was not performed. The device will be returned for analysis.